Event description:
It was reported that during routine follow up, it was noted that the patient is experiencing pain and is unable to activate his pump. No trouble shooting was resolved the issue and it may require a replacement.